Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant, when implanting the lens in the anterior chamber, a broken crevice is observed, the lens is placed paracentral considering that it would not change refractive power additional details were reported "when implanting the lens the anterior chamber a broken cleft is observed". According to the physician the small opening in the lens does not damage the refraction, so he left it implanted.